Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing data despite being in use. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. The customer continued to use the pump for insulin therapy.